Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the stay safe connector during their pd treatment. The patient reported receiving a notice: filling slowly and a patient line is blocked alarm during fill 1 of 6 of treatment and the treatment was cancelled. The message occurred three times. The patient line clamp was open and not kinked. The stay safe connector blue pin was pushed in because it started to leak. The patient also noted an air in line message during the initial drain of their treatment. There were no air bubbles discovered. The cause of the leak is unknown. The patient was advised to reset up treatment with new supplies due to the blue pin being pushed in. Additional information requested but to date has not been obtained.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the stay safe connector during their pd treatment. The patient reported receiving a notice: filling slowly and a patient line is blocked alarm during fill 1 of 6 of treatment and the treatment was cancelled. The message occurred three times. The patient line clamp was open and not kinked. The stay safe connector blue pin was pushed in because it started to leak. The patient also noted an air in line message during the initial drain of their treatment. There were no air bubbles discovered. The cause of the leak is unknown. The patient was advised to reset up treatment with new supplies due to the blue pin being pushed in. Additional information requested but to date has not been obtained.